Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery after an interventional ablation procedure with an 8f sheath. Reportedly, a figure of 8 stich was done in an attempt to close the access site after the ablation procedure. However, hemostasis was not achieved. Four prostyle devices were attempted with the figure of 8 stitch still in place, but a cuff miss [suture retrieval issue] occurred with all four devices. A fifth prostyle device was attempted. The footplate separated in the tissue trac. There was no attempt to retrieve the separated footplate. Vascular surgery was done to achieve hemostasis leaving the separated footplate in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.